Event description:
It was reported that a cadd® cadd-prizm® vip system had an issue with battery contacts, a worn latch key, and lec 10036. No report of known impact or consequence to patient.

Manufacturer narrative:
Additional information was received indicating this observation was found during testing. There was no patient involvement. One pump was returned for analysis in used condition. Visual inspection found the pump to be in good condition. The pump's event history log was unable to be downloaded. Functional tests included use testing. The pump was powered on and an error code message was displayed. Further inspection found the latch spring was missing and the coin latch was stripped. No issue was found with the battery contacts. The current test found the motor was not in specification. The battery contact was re-soldered and the latch lock and motor were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the stripped coin slot.

Manufacturer narrative:
One medfusion model 3500 was returned in used condition. The pump's motor rate problem was confirmed and attributed to normal wear. The stepper motor, worm coupling, and worm gear were replaced. The pump passed all the functional tests after these repairs were made.